Event description:
The customer reported that the IV had been infusing for awhile before a leak was noted in the extension set. The leak is located where the y joins into one line. It is unk at this time whether the set is available. There was no pt harm and no medical intervention was required. The customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). Although requested, set has not been received. A f/u report will be submitted with failure investigation results should the set be received for eval.